Manufacturer narrative:
The investigation has been completed. Based on the analysis, the most likely cause of the reported high blood glucose was from occlusion alarms received within the same time period. The occlusion alarm investigation could not be completed as the cartridge was not returned; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during bolus deliveries. The customer's blood glucose (bg) level was 205 mg/dl. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion and stated the current supplies had been in use for approximately a week. Cts educated the customer that using supplies this long was off label and could possible lead to occlusion alarms. Reportedly, a supply change was performed to address the occlusion alarm. Additionally, it was reported the customer experienced an elevated bg level of 469 mg/dl due to an unknown cause. A manual injection was administered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. During a follow-up, the customer's bg level was 170 mg/dl. The contact reported the supplies had been in use for 1 day and not a week as the customer had reported.